Event description:
The customer's mother reported that the insulin pump failed her son, causing him to be admitted to the hospital for high blood glucose levels. The mother requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.